Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver exhibited a permanent emergency battery alarm after passing a system check. The customer also reported that the driver was plugged at the time of the alarm. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver exhibited a permanent emergency battery alarm after passing a system check. The customer also reported that the driver was plugged at the time of the alarm. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the drivers external and internal components revealed no anomalies. The patient file was copied and reviewed, revealing multiple emergency battery error alarms. The customer-reported issue was confirmed. During investigation testing, the emergency battery error alarms were reproduced. The root cause of the emergency battery error alarms was a cell over voltage in the emergency battery. The customer reported issue poses a low risk to a patient because the driver was not supporting a patient at the time of the emergency battery error alarm. In addition, the driver would have continued to perform its life-sustaining functions. The emergency battery is one of four redundant power sources and is designed to be used only in the event that ac power and the two external batteries have either been depleted or removed from the driver. The driver was serviced, which included the replacement of the emergency battery, before being released to finished goods. After replacement of the emergency battery, the driver met all test performance requirements. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.